Event description:
The report from the field indicated that a cypher stent dislodged within the bifurcation of the patient's left anterior descending artery/ left main artery (lad/ lm) during deployment. The pt was taken to the or for surgical removal and/or bypass grafting of the vessel. The pt is currently stable.